Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6) 2019, a patient (pt) in (B)(6) reported redness and pain in both eyes (ou) while wearing two acuvue® 2® define¿ brand contact lenses (cl) on (B)(6) 2019. The pts eyes were ¿not fine¿ upon removal of the cls. The pt visited an eye care provider (ecp) on (B)(6) 2019 (unspecified diagnosis) and was prescribed vigamox eye drops 0.5% to use every hour, cefaclor cap. 250mg arlico, and cimetidine tab. Kukje. The ecp advised the pt to discontinue cl wear for ¿a while¿ and to return for follow-up after three days. The pt agreed to send the medical report. No further information was provided. On 07nov2019, the pt was contacted and reported the eyes have improved since yesterday. No further information was provided. On 12nov2019, the pt was contacted, and additional information was provided. The ecp advised that the pt needs to return for additional treatment. No further information was provided. On 13nov2019, translated medical reports were received. Medical report dated (B)(6) 2019: od idiopathic corneal ulcer, ou idiopathic corneal scar and haze. Medical report dated (B)(6) 2019: od idiopathic corneal ulcer, ou idiopathic corneal scar and haze, others ¿ gastritis. Prescription receipt 1: cefaclor capsule 250mg tid; cimetidine tab tid; vigamox drop qd for three days. Prescription receipt 2: cefaclor capsule 250mg tid and cimetidine tab tid for four days. Attached pictures of red, tearing eyes. No further information was provided. On 21nov2019 the pt sent a receipt for artificial tear drops qd. No additional information has been received. The suspect contact lenses have been requested for return for evaluation, but have not been received. This report is for the pts od event. The report for the pts os event will be submitted in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 3618240356 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.